Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks and an analysis of the episode was requested to technical services (ts). Ts discussed the patient received 5 shocks without ending the episode and there is the possibility that the ventricular arrhythmia was driven by the atrium. It was advised to discuss with the physician to investigate evidence of fast atrial activity to determine rhythm management options. The s-ICD remains in service. No additional adverse patient effects were reported.